Event description:
The user was noted to have reported via email, as follows: hello, hoping you might have some information on an interesting recent phenomenon I am seeing at my early childhood center. We received a large shipment of ihealth antigen tests to distribute to families following covid-19 exposure in their child's classroom. In the past week, we have had 9 different children and staff initially test positive on an ihealth antigen test; usually these people were asymptomatic, and the positive line - and sometimes the control line - were very faint in color. The positive line is sometimes so faint as to be almost imperceptible. All of these people then tested negative on pcr tests within 48 hours of the initial positive antigen test. This leads me to believe there is an issue with the antigen tests that we are distributing to families for testing. I wonder if you have heard about any similar phenomenon, or if there could be an issue with our particular lot number: 222co20123. We know the tests are temperature sensitive and are keeping them in a temperature controlled area. Thank you for any information you can provide.

Manufacturer narrative:
1. Initial report suggested there were no medical intervention or treatment provided; however the current status of the number of patient is unknown 2. Lot number: 222co20123 has not been identified by ihealth labs, inc., as a counterfeit product, so it is safe to conclude that the device/kit received is a valid ihealth labs, inc., manufactured test kit product. 3. Customer/user may have not followed the instructions accurately, possibly causing the positive test result/outcome when the test antigen kit was used although this has not been confirmed 4. As noted in the IFU, under step 6 read result: results should not be read after 30 minutes (results shows at 2x magnification). Note: a false negative or false positive result may occur if the test result is read before 15 minutes or after 30 minutes. 45. Test to the production batch of product retention samples (lot:222co20123) , the test was pass.